Manufacturer narrative:
The long bipolar grasper instrument was further evaluated by failure analysis engineer (fae) on (B)(6) 2024. The additional finding of a lodged component was confirmed. The component was removed and confirmed to be a staple. The tool table for the last procedure was reviewed and it was confirmed that a stapler and reloads were used in the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information on (B)(6) 2024: the procedure being performed was a pulmonary lobectomy. The date of the procedure was (B)(6) 2024. There were no reports of fragments falling within the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. There was no issue about the stapler. There were no stapler errors observed during the procedure. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. There was no bleeding observed on the staple line. No blood transfusion was administered. There was no unplanned tissue removal. The surgeon did not attempt to cauterize over a tissue that was previously stapled. The instrument (stapler) did not collide with another instrument or tool during procedure. The lodged staple did not fell into the patient¿s anatomy. Additionally, it was stated that the staple found in the long bipolar grasper instrument was due to the use of the same gauze to clean both the sureform stapler and the long bipolar grasper instrument.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
During the investigation of an existing complaint, failure analysis investigation identified a potential fragment such as a lodged staple from the stapler sureform 45 white reload.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product under related record patient identifier (B)(6) / RMA (B)(4) to perform failure analysis . The long bipolar grasper instrument was found to have a stuck metallic staple at the grip cable. The staple pin was intertwined in the grip cable. This could result to difficulty in opening and closing of the jaws. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue.